Event description:
It was reported that the device was in backup (bvvi) mode due to a thor chip timeout which resulted in a loss of high-voltage (hv) therapy. Technical support was contacted and upon investigation, it was observed that the patient had an arrhythmia the day before the bvvi, but it is unknown what the cause was. Additionally, the device was unable to be interrogated. No intervention has been performed at this time. The patient was stable and will continue to be monitored.